Event description:
Related manufacturer report number: 2017865-2022-38273. It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the atrial and right ventricular (rv) leads, and high pacing impedance on the atrial lead. Chest x-ray was performed and revealed degradation of ra lead consistent with clavicle crush. The physician elected to explant and replace both the atrial and rv leads. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion was found at 9.0 to 9.3 cm from the connector pin breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.